Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alerts. Customer's blood glucose level was 145 mg/dl. Customer did not receive a low battery alert prior to the replace battery alert. Customer was advised the insulin pump requires brand new or fully charged batteries to work effectively and the customer reported that the battery was not previously used, battery cap was not loose, cracked or damaged. It was also reported that there was second occurrence of replace battery alert now without a low battery warning. The customer was advised that the insulin pump needed to be replaced and was advised to may continue to wear insulin pump until replacement arrives if they insert a new battery. The device will be returned for analysis.